Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. B3 - date of event: the exact date of the incident is unknown, so it has been recorded as the first day of the month of awareness.

Event description:
It was reported that approximately 3.5 hours after the tube was replaced, the cuff-leak alarm activated. After extubating and immersion in normal saline, an air leak from the cuff was confirmed. The event occurred during the patient use. There was patient involvement, but no harm/adverse event reported.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. As received no damage or anomalies were observed. In attempts to replicate clinical use the tube was inflated using an ICU medical provided syringe. The cuff inflated and was observed to deflate. Upon further inspection a cut was observed in the cuff of the set. The complaint of air leakage can be confirmed due to the cut observed. The probable cause of the reported problem unknown.